Event description:
It was reported that patient presented remotely via merlin.net. Remote transmissions showed the patient's implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing. Programming changes were made. However, the ICD re-exhibited post-paced t-wave over-sensing. No further intervention was performed. The patient had no consequences.

Event description:
Additional information received indicated that the patient's implantable cardioverter defibrillator (ICD) continued to exhibit post-paced t-wave oversensing. Additional programming changes were made. Patient was stable.